Manufacturer narrative:
29-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Hasn't hurt me at all [no adverse event] . Head doesn't stay on the toothbrush...comes off in mouth...toothbrush has a metal pin, the pin looks to be snapped - oral-b [device breakage] . Case narrative: 54-year-old male consumer via phone stated that the oral-b toothbrush head did not stay on the oral-b toothbrush, type 3767, and came off in his mouth. The metal pin on the toothbrush looked to be snapped. It did not hurt him at all. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Hasn't hurt me at all [no adverse event]. Head doesn't stay on the toothbrush...comes off in mouth...toothbrush has a metal pin, the pin looks to be snapped - oral-b [device breakage]. Case narrative: 54-year-old male consumer via phone stated that the oral-b toothbrush head did not stay on the oral-b toothbrush, type 3767, and came off in his mouth. The metal pin on the toothbrush looked to be snapped. It did not hurt him at all. No injury was reported.